Event description:
--

Event description:
Boston scientific received information that the patient implanted with this implantable cardioverter defibrillator (ICD) presented to the emergency room with a heart rate of 18 beats per minute (bpm). A temporary pacer was used to provide pacing support for the patient. Interrogation of the device revealed end of life (eol) had been reached and based on battery voltage the device went into storage mode with no therapy available. It was reported the patient had experienced a syncopal episode a few months earlier. An invasive procedure was performed. This device was successfully explanted and replaced. No additional adverse patient effects were reported.

Manufacturer narrative:
(B)(4). The product has been received for analysis. This report will be updated upon completion of analysis.

Manufacturer narrative:
(B)(4). Upon receipt at our post market quality assurance laboratory, the device was confirmed to be in storage mode. Technicians used an engineering-level longevity prediction calculation to assess the rate of battery depletion, given the programmed parameters and other data stored within the memory of the device. The results of this calculation indicated that the actual rate of battery depletion fell within an acceptable range. Diagnosic testing could not be peformed due to the low battery voltage. Review of device memory confirmed therapy was available prior to the device reverting to storage mode.